Event description:
Ous MDR - it was reported that oversensing on this rv lead was noted via home monitoring approx. 73 months after implantation. No patient side effects were reported. The patient was advised to another hospital for further assessment.

Manufacturer narrative:
The lead under complaint was partly returned in a fragmented state. A 55 cm distal segment of the lead with the separated lead tip as well as a 0.5 cm medial segment were available for analysis. The proximal lead fragment was missing. The visual inspection revealed severe extraction damages. Cuts in the insulation with blood infiltration was noted. In several regions the conductor cables were cut through and partly pulled out of their lumens. The shock coil was excessively stretched and deformed. Furthermore the damaged shock coil was covered in tissue residuals and the lead tip was surrounded by massive calcifications. Based on these findings it is reasonable to assume that the lead was significantly ingrown. Further inspection of the lead demonstrated multiple signs of wear. Particularly at the distal lead fragment the insulation was found rubbed through. This damage can be considered to be the root cause of oversensing reported the in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. In particular an increased ingrowth of the lead and calcification which affected the leads motion, should be taken into consideration.